Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial tray catalog#: ni lot#: ni, unknown nexgen tibial insert catalog#: ni lot#: ni; unknown bone cement. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04846 and 0001822565-2018-04847. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently, patient was revised due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.